Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient controlled analgesia pump module did not initiate a hard stop. There was no patient involvement as this was discovered during by the education team. Additional information was received by the customer during education provided by manufacturer representative. Customer reports the pca pause protocol is enabled for all profiles with the exception of comfort care. The settings have not been changed by the customer. Prior to the most recent software update to 12.1.3, clinicians were able to simulate the pca pause without difficulty, however post upgrade they have not been able to. Customer alleges "pca pause protocol is intact based on correct data set configuration. However, the etco2 module reads: no co2 detected. If undetected, I suspect the protocol does not have a reference point by which to trigger a pause". The customer attempted new tubing for the etco2 however, the pca pause was still not triggered.